Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricle (rv) lead due to high-rate non-sustained (ns) episodes and elevated sensing integrity counter (sic). High-rate non-sustained (ns) episodes with presence of non-physiological artifacts. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).